Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke while attempting to cross the lesion and was removed without incident. No pt injuries or complications occurred.